Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. Device received with pillowing keypad overlay and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 304 mg/dl. Customer treated for their high blood glucose with manual injection. The customer alleges insulin pump was under delivering due to she wakes up with high blood glucose. Customer current blood glucose was 79 mg/dl. The insulin pump will be and reservoir will not be returned for analysis.